Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the second led on the x ray pc was not blinking, confirming x ray pc hdd boot failure. A cold restart was attempted; however, the issue still persisted. Upon troubleshooting, fse identified the x ray pc was defective and replaced it to resolve the issue. The fse carried out complete system software reinstallation and restored the backup configuration successfully. The x ray pc was returned for analysis and result indicated that no defect or malfunction was found. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot, stalling at start up screen. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.